Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw damaged with half of the upper jaw broken and detached from the device. The broken piece was returned with the device. The device was connected to the generator and it was recognized. Because the jaw was damage not all functional testing could be performed with the generator. Although no definitive root cause could be drawn as to how this severe damage occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch history record review was performed, and an nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the tip of the device fell off during testing. A new device was opened to complete the procedure. There were no adverse consequences for the patient.